Event description:
Ithe iab would not go throught the sheath. Another iab was used with a new sheath (multiple event to customer complaint number 98-00944) (event complications: none from the event - reported 7/29/98.) (Pt's current status: fine - rpt'd 7/29/98.